Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced arrhythmia and asystole in addition to cardiogenic cerebral ischemia syndrome. It was reported that during the procedure, the physician experienced positioning/placement difficulty when attempting to pace the left ventricle, this attempt was abandoned and the physician placed the lead in the right ventricular septum. Post-operatively, the lead dislodged and was explanted and replaced. No further patient complications have been reported as a result of this event.